Event description:
New information received noted that cause of death listed on the death certificate is acute on chronic systolic heart failure, severe hypokinesis, non-ischemic cardiomyopathy, conduction system disease, sick sinus syndrome, atrial fibrillation, hypertensive heart and renal disease.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient expired. There is no known allegation from a health professional that suggests the death was related to the device. The cause of death is unknown. No further information is available at this time.